Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in june 2022.